Manufacturer narrative:
Journal name: cardiovasc interv and ther title of article: comparison of mid-term outcomes between patients with and without atrial fibrillation undergoing coronary stenting in the second-generation drug-eluting stent era:from the shinano registry lit reference: doi 10.1007/s12928-016-0406-0 received: 18 january 2016/accepted: 9 june 2016/published 16 june 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Resolute and endeavor drug eluting stent devices were used to treat in-stent restenosis, calcified lesions, ostial lesions, bifurcated lesions, left main trunk lesions and occluded lesions a study was carried out which evaluated the 1 year outcomes of af patients undergoing percutaneous coronary intervention (pci) second generation drug eluting stents (des). It is reported that adverse events including cardiac and non-cardiac patient death, mi, stroke and major bleeding. It is also reported that positioning difficulties occurred in 6 cases. Implant date unknown.